Manufacturer narrative:
Device classification code provided. A device history record review was conducted. Mark two manufactured the titanium end cap, p/n 04.004.010, lot # 6394726. The lot was processed and conformed to the specification requirements as noted in the certificate of compliance, dated june 29, 2010. The end cap was inspected and conformed to the synthes incoming and final inspection sheet # (B)(4), revision 'd'. There were no mrrs, ncrs, or complaint-related issues with this DHR. A manufacturing evaluation was conducted. The 7.9 to 8.0 mm diameter exhibited deep scratches and minor scuffmarks on the 6.2 to 6.3 mm diameter, due to an unknown cause. Based on the unknown cause and the evaluation performed, a conclusion cannot be determined, from a manufacturing position.

Event description:
Patient presented with a grade ii open right tibia fracture was implanted with im tibial nail construct on (B)(6) 2012. The fracture showed some signs of healing but the skin wound would not heal. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed the right im tibia nail and screws due to possible infection. The surgeon performed an irrigation and debridement to the site and the patient was revised to a smaller tibial nail construct and coated with antibiotic cement. The procedure was completed. Reportedly there was no broken hardware. This is 6 of 6 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.